Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Cardiohelp stopped pumping on patient. No further info provided. (B)(4).

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
A maquet field service technician was on site an investigated the unit in question. He troubleshooted the device and could not confirm the problem stated by the customer. According to the service order#42457242 the technician performed as follows: he arrived an tested the unit, equipment performed perfectly and shows no technical errors in the logs. The logs shows several bubble detects and overrides. Equipment works to manufactures specifications. Returned to clinical use.